Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the inventory could not be swapped. A technical support specialist (tss) escalated the issue from field service engineer to implementation specialist and later verified through the implementation tool that the source and destination devices could not be the same, confirming that copying auxiliary inventory was not possible. The auxiliary tower contained 208 loaded medications, and replacing the auxiliary required all medications to be unloaded before the switch. After consulting, tss confirmed that the auxiliary tower could not be replaced without fully unloading and reloading the medications due to tool limitations preventing the same device from being used as both the source and destination. Later, the customer was able to swap the medication to new auxiliary machine and resolved the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubies were popping up unexpectedly in different drawers and the customer requested to swap the machine. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no delay, no adverse events or injuries reported based on this event.